Event description:
It was reported that the pt underwent surgery with posterior dynamic rod construct at l3-5 and interbody fusion at l4-5. It was reported that sometime post-op, the pt heard a "pop" and began experiencing pain. X-rays revealed a broken rod. The pt underwent a revision surgery to remove the posterior construct and replace with rigid fixation and also added interbody fusion at l3-4. No pt complications were reported.

Manufacturer narrative:
Two broken rods were returned to medtronic for eval. A visual examination found that filaments within the cables were broken at both the proximal and distal rod flanges.